Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 19 months ago. Aneurysm morphology at the time of implant was not reported. The aortic neck at the time of implant was reported as a short at 12mm in length, angulated 25 degrees, and 25mm in diameter. Currently, the vessels are 8 to 9mm in diameter and not very calcified or tortuous. It was reported that a recent CT demonstrated that the bifurcated stent graft (MDR # 2953200-2009-01319) migrated 3cm distally, resulting in a proximal type I endoleak. The cause of the migration was attributed to disease progression that resulted in the aortic neck dilating to 29 mm, but without any change in the neck angulation. The physician elected to implant a talent thoracic cuff (MDR #2953200-2009-01320) to intervene for the migration and endoleak. When trying to deliver the talent graft, the device was getting caught on the pt's anatomy with some resistance encountered. Consequently, significant torque was built-up in the device, and the talent could not be deployed. The physician then elected to surgically-convert the pt, with successful result. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval: results - endoleak, graft migration. Disease progression resulting in aortic neck dilatation. Conclusions - disease progression resulting in aortic neck dilatation.